Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps on the patient line of six (6) homechoice pediatric cassettes were missing. This was discovered before use. There was no patient injury or medical intervention associated with this event. No additional information is available.